Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13020. It was reported, the pt was restless and had sporadic breathing due to extreme left-sided pain; stimulation was no longer reaching the pain pattern. Reprogramming was attempted, but no stimulation was felt. Follow up reported the pt was taken into the operating room and the impedances were checked from the lead. The distal end of the lead would not stay connected in the cable and the readings were invalid. Two other cables were attempted with the same results. The physician decided to pull the first lead and implanted a new one successfully. It was reported the pt received comfortable coverage. It is undetermined which lead was removed, so both lot numbers are being reported.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. The lead that was received was kinked with 3 of 4 wires broken, approximately 14.5 cm from the stimulation end. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.